Event description:
In 2009, the safestep was removed because it was leaking at the top of the needle.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review showed no other similar product complaint file(s) from this lot.